Manufacturer narrative:
A ge service representative performed on onsite investigation and was unable to duplicate the issue but did find record it occurred. The v 59 software for this system was installed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that intermittently the system's joystick would not work. No patient injury was reported.